Event description:
It was reported that the patient presented to surgery with lumbar spondylolithesis, spinal stenosis, degenerative disk disease of the lumbar spine, and lumbar radiculopathy. It was noted that the patient has had low back pain that radiates to her left lower extremity and ankle and on right side. The patient has had progressive neurological deficits including weakness of her right peritoneal, left gastro soleus, and numbness and tingling correlating to l5-s1 distribution and with increasing problems with urinary retention that has been worsening. The patient underwent a microscope-assisted minimally invasive posterior hemi laminectomy of l5-s1. There was transforaminal decompression of the lumbar spine, foraminotomy and decompression of the left l5 and s1 nerve roots with complete lumbar diskectomy of l5-s1. Intraoperative fluoroscopy was used for interpretation. A 9mm x 25mm x 12mm spinal concepts peek interbody spacer was used. Interbody fusion was to be conducted with bmp and autogenous morcelized bone graft taken from the iliac crest taken from a separate incision. There would be a non-segmental spinal concepts pathfinder system instrumentation arthrodesis of l5-s1 utilizing another system and screws. At 9 months post-op, CT lumbar spine shows l5-s1 fusion. There is interbody fusion and posterolateral fusion, as well as pedicle screws. There appears to be incorporation of bone into the vertebrae. Minimal widening of the anterior epidural space at this level may be normal and there is no evidence of focal disc protrusion or stenosis. The other lumbar intervertebral disc levels appear unremarkable. There is a linear calcific density is noted along the left common iliac artery, probably localized calcified plaque in a young female. There is minimal vascular calcification noted elsewhere. At 13 months post-op, lumbar spine x-ray shows prior laminectomy at l4 and l5 with intrapedicular screws placed. There is severe facet arthropathy. There is intervertebral disc spaces maintained with intervertebral disc prosthesis at l4-5. There is severe facet arthropathy at l4-l5 and l5-s1. At 16 months post-op the patient was seen for follow-up. Per the dictated notes, the patient ¿has developed worsening left calf pain and continues to have focal tenderness over her hardware. She is a very slender woman and the hardware is quite palpable and tender on physical examination. The radiographs show the fusion appears to be well healed. The implants are in good position. There is a question as to whether or not she would be a spinal cord stimulator patient versus a patient for hardware removal. It is my preference to remove the hardware and perform a decompression to address the radicular pain particularly with the calf pain component. This can be performed at an outpatient surgical center. Once we are sure that there are no physical areas of extrinsic impingement on the nerve elements, then the patient should recover and the pain should subside. If at that point after her recovery the pain persists, then I might consider her for a spinal cord stimulator but for now I feel that the best course of treatment involves hardware removal, exploration of fusion and foraminotomies to decompress the nerves particularly at the l5-s1 level that relate to her left calf. We will get her on the schedule once authorization has been obtained. Incidentally, the hematuria that she had been experiencing is secondary to nephrolithiasis which was diagnosed through her internist.¿ at 2 years post-op the patient presented with retained hardware of the lumbar spine, post laminectomy syndrome, and lumbar radiculopathy. The patient underwent a microscope assisted posterior laminectomy and decompressions of l4, l5 and s1 with exploration of lumbar fusion. The patient had removal of retained hardware, l5-s1 with neurolysis and release of nerve roots, l4, l5 and s1 bilaterally. This was completed with the use of intraoperative fluoroscopy and interpretation. There were no noted complications. At 3 months post hardware removal, the patient was seen for follow-up with complaints of pain in the low back. Patient states ¿to feel better after the surgery with mild improvement in freedom of general movement.¿ at 4 months post hardware removal, the patient has complaints of difficulties with being able to push during urination. Her urine stream has been lighter than usual. According to the physicians dictation patient has lumbar degenerative disc disease and approximately four months status post hardware removal after lumbar fusion. Treatment is to follow-up with primary care physician on the urination problem and to continue with physical therapy for her back. At 7 months post-removal, MRI lumbar spine shows mild degenerative disc disease is developing at l4-5. There is anterior and posterior decompression and fusion has been done at l5-s1 with postoperative scarring seen but no evidence of recurrent disc herniation or neural impingement. It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.